Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported that after a generator test at the hospital the cns (central monitoring system) had communication loss in all sectors. It has been discovered that the switch has failed. The biomedical engineer put in a spare switch and the issue has been resolved. The biomedical engineer will be ordering a new switch to replace the failed one. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that after a generator test at the hospital the cns (central monitoring system) had communication loss in all sectors.